Manufacturer narrative:
B4:16sep2021. Further information was received that the issue was observed during preventive maintenance testing. This is prior to therapeutic application, the reported issue is not likely to cause or contribute to death or serious injury. Based on this information, this is not a reportable event.

Manufacturer narrative:
The device was not in use on a patient. No patient or user harm was reported.

Event description:
The customer reported the unit will not go into standby and is giving errors. The device was not in use on a patient. No patient or user harm was reported. The remote service engineer (rse) provided the customer with the user manual and the page that explains the standby mode. The customer emailed back and stated both of the new units would automatically exit into standby if no pressure was detected. The (rse) then verified the old units operated slightly different but there is no issue.